Event description:
It was reported the patient received the following results within 15 minutes: "hi" mg/dl (greater than 600 mg/dl), 539 mg/dl, 271 mg/dl, 451 mg/dl, 293 mg/dl, 128 mg/dl, and 181 mg/dl.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Manufacturer narrative:
Section d: the test strip lot number and expiration date were added. The test strip lot number (690051) was used during the result comparison.